Event description:
It was reported that during an unknown procedure, the distal of the stomach could not be "sew" completely. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Opening issues the analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. However, during each firing sequence the jaws remained in the closed position, the trigger was manually assisted in order to open the jaws without any difficulties noted. In addition, the device locked out as intended but the orange indicator was visible at the 14th firing sequence thus, it was not completely visible. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, once the device had been fired, it would not open. No other details of the event were reported. It is unknown how the procedure was completed. No patient impact reported.